Event description:
It was reported that a malfunction occurred on the pump, leading to the device's screen going dark. There was no reported adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to connect the pump to a power source, which successfully restored its operation. After resetting the malfunction code, the issue did not recur, and the customer was informed to continue using the pump but to contact support if the problem reappeared.